Event description:
After an implantation period of approximately 87 months it was reported that the patient received inappropriate shocks due to oversensing. The lead was extracted. Should additional information be received this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed 11.5 cm and 18.5 cm distal to the is-1 connector pin that the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock delivery. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, a stretched rv shock coil was found, which most likley resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.